Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a mechanical failure. It was reported that the connector that was designed to fit the tube "pops out" during use. The customer indicated that there was no reported patient involvement and outcome.